Manufacturer narrative:
E1 - address 1 :(B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the customer allegation was not reproduced, and no problem was detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device has touch panel error. The event has occurred during reprocessing. There were no reports of patient involvement.